Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup operation due to a power-on-reset (por) while the high voltage capacitors were charging after a scheduled capacitor maintenance was performed. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented to the hospital remotely on (B)(6) 2022. Upon interrogation, the implantable cardioverter defibrillator was discovered to be in backup operation. After multiple failed programming attempts, the device was explanted and replaced on (B)(6) 2023. The patient's condition was stable throughout.